Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The pump work as intended. As a result, date/time was reset, the device was charged for 72 hours, and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device faulted during testing for the annual pm and the volume was over the maximum limit. No patient involvement.